Event description:
It was reported that the patient presented to the emergency department with difficulty breathing and was intubated. A device interrogation was done and the atrial lead capture could not be determined by electrogram. It was further reported that it was suspected that the atrial lead may have dislodged and was possibly in the patient's ventricle. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).